Event description:
This case was reported by a consumer and described the occurrence of facial paralysis in a (B)(6) male pt who rec'd double salt dental adhesive cream (super poligrip free denture adhesive cream - (B)(4)) cream over a period of 2 yrs for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free (dental). Two weeks prior to reporting, approx 2 yrs after starting super poligrip free, the pt experienced facial paralysis, unable to close eyes, cannot smile, facial numbness, tongue numbness, tingling, abnormal physical sensation described as feeling like gravity was pulling on his face, face feels tight, trouble with speech, headache, pressure above his right ear, bilateral ear pain, sensation of ear being under water as he would hear an echo and feeling of fluid in ear although there was no actual fluid. The pt reported that he had no taste buds. When he was asked to clarify this, he stated that food and beverages have no flavor, everything tastes like wood. The pt was hospitalized. Diagnostic tests included two magnetic resonance imaging scans, two computed tomography scans of his right arm, head and brain. He reported that he had a spinal tap and blood tests. His doctors are still in the process of giving him a diagnosis. Treatment with super poligrip free was continued. He reported that he was discharged to home on (B)(6) 2010. The pt is going to have add'l blood tests on the day of reporting. He reported that the tingling had decreased overnight the night before the date of this report, this morning on (B)(6) 2010, he used super poligrip on his denture and the tingling increased when he put the denture in his mouth. He reported that his doctor told him that his reaction was as if he was using super poligrip with zinc. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).